Event description:
It was reported that oversensing was observed on the rv lead. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4). A fracture of the outer coil was found at 2.2cm from connector pin as a result of fatigue. This fracture is consistent with the observation from the field of oversensing.

Manufacturer narrative:
The field event could be confirmed. Electrical testing revealed an open circuit on the connector portion due to fractured outer coil. This as a result of fatigue. These damages have likely caused the reports of over sensing detected in the field.